Manufacturer narrative:
Investigation summary: in response to the event reported, a device history review was conducted for lot number 0058308. Our records show that this is the only instance of this issue occurring in this production batch. According to the sampling plan applied for product performance, this lot was accepted and released without defects being noted during the final assembly or visual inspections. Unfortunately, a sample could not be obtained for evaluation and testing. Without the ability to investigate the affected unit our quality engineers were unable to determine the root cause for this complaint.

Event description:
It was reported that the bd q-syte¿ luer access split-septum stand-alone device "sprayed" water and leaked fluid during use. The following information was provided by the initial reporter, translated from (B)(6) to english: "at 7 o 'clock on (B)(6) 2021, when the positive pressure sealing tube was applied to the patient, it was found that the patient's diaphragm joint sprayed water and leaked fluid, and the joint was replaced in time after the event, which caused unnecessary economic loss to the patient and a possible risk of infection."